Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 446 mg/dl. Blood glucose level at the time of call was 391 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high bg event. It was unknown whether customer used auto mode. Troubleshooting was performed for high blood glucose event. Insulin pump will not be returned for analysis. No further patient complications were reported.